Event description:
On (B)(6) 2011, pt reported the down button on his infusion device is not always working properly. Pt stated the down button doesn¿t always beep and vibrate. Pt reported he first noticed the issue a couple of months ago. Pt stated the buttons do pop back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.